Event description:
It was reported that both ts were deployed at the same time. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint reported: ¿it was reported that both t¿s were deployed at the same time.¿ the device was returned without t1, t2 or suture. There is no obvious damage of the delivery needle. The device cycles and actuates. There is no apparent reason for simultaneous deployment. Root cause was not determined. There are no related complaints for this manufacturing lot.